Event description:
It was reported that this patient received one inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise. It was noted that the patient had arms above head at the time and has a low body weight. Upon testing in clinic, isometrics recreated the noise. This system was reprogrammed to the alternate vector. Ts recommended x-rays. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.